Event description:
The customer reported the set splitting where the line attaches into the machine during use. The fluid being infused sprays out of the hole in the line. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No further information was available.

Manufacturer narrative:
(B)(4). Sample involved in this event will not be returned. No failure investigation could be performed. A review of the production records for (B)(4), lot number 10055951 showed that no quality notifications were raised for failures or quality deviations during manufacturing.